Event description:
It was reported that a patient underwent a c-section on an unknown date and suture was used. Post-op, the patient got infected after the surgery, showing bubbles on the superficial layer. Additional information was requested.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. (B)(4). Device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the patient's demographic information including age, weight, bmi at the time of index procedure. Date of index surgical procedure? On what tissue was the suture used? What was the tissue condition (normal, thin, calcified, fragile, diseased)? How was the suture placed (interrupted or continuous)? Please describe the patient manifestations of the reported infection (location, severity, appearance, systemic or local infection). Please provide the onset date/time of infection from the initial surgical procedure. Were there any pre-existing signs/symptoms of active infection prior to this surgical procedure? Did the patient receive any prophylactic antibiotics pre-, intra- or post-operation? Were cultures performed? If so, please provide the results. How much and what type of drainage is present in this wound, if applicable? Please describe any medical intervention performed including medication name and results. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Lot number?

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: please provide the patient's demographic information including age, weight, bmi at the time of index procedure- ans: unknown. Date of index surgical procedure? Ans: exact date dont know, mid of the may. On what tissue was the suture used? Ans: sub q. What was the tissue condition (normal, thin, calcified, fragile, diseased)? Ans: normal. How was the suture placed (interrupted or continuous)? Interrupted. Please describe the patient manifestations of the reported infection (location, severity, appearance, systemic or local infection). Ans: local infection. Please provide the onset date/time of infection from the initial surgical procedure. Ans: after 20 days. Were there any pre-existing signs/symptoms of active infection prior to this surgical procedure? Ans: no. Did the patient receive any prophylactic antibiotics pre-, intra- or post-operation? Ans: unknown. Were cultures performed? If so, please provide the results. Ans: they didn't provide that kind of details. How much and what type of drainage is present in this wound, if applicable? Ans: dont know please describe any medical intervention performed including medication name and results. Ans: dont know. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Ans: they were not sure. What is the physician¿s opinion as to the etiology of or contributing factors to this event? Ans: unknown. What is the patient's current status? Ans: getting stable. Additional information: d4 ¿ the actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: t1083, t1037.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 8/24/2022. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: d4, h4 ¿ the actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: lot t1083, exp. Date-10/31/2026 date of mfg.-11/01/2021, lot t1037, exp. Date-03/31/2026 date of mfg.-04/01/2021. In addition, a review of the manufacturing record evaluation for the possible batch numbers was performed for the finished device lot, and no non-conformances were identified. Additional information: g1, h6. Additional h6 component code: g07002 - conforming. Additional h3 investigation summary: complaint/reference sample evaluation: no intact or opened sample was provided to investigation site for analysis of code nw1326 lot t1083. Retain sample evaluation: six retain samples of the incident code nw1326 lot t1083 were retrieved for analysis. The primary packs of retain samples were visually inspected for attribute defects like pseudo seal, pin hole, product in seal, press marks on pack, damaged packs but and no such defects were observed. The retain samples were tested for sterility test as per usp guidelines. Sterility test was performed by trained approved microbiologist and found to meet the specification requirements. As part of investigation batch manufacturing record was reviewed for code nw1326 lot t1083. The batch manufacturing record was reviewed for any process deviation, but no deviation was observed. The batch manufacturing record was reviewed for critical manufacturing step - foil sealing process of the product. The in-process quality checks along with package integrity test performed at each stage was found to be satisfactory and meeting the specified requirements. Finished good test records were reviewed for sterility test at the time of release and found to meet the specification requirement. No deviations or abnormalities were reported during testing and monitoring of the incident lot. The above investigation and device history record review shows that there was no issue during processing of the lot. From the above sterility test results, it is concluded that the retain samples were found to be sterile. The condition under which the test was performed was found to meet the aseptic requirements of classified area. Complaint/reference sample evaluation: no intact or opened sample was provided to investigation site for analysis of code nw1326 lot t1037. Retain sample evaluation: six retain samples of the incident code nw1326 lot t1037 were retrieved for analysis. The primary packs of retain samples were visually inspected for attribute defects like pseudo seal, pin hole, product in seal, press marks on pack, damaged packs but and no such defects were observed. The retain samples were tested for sterility test as per usp guidelines. Sterility test was performed by trained approved microbiologist and found to meet the specification requirements. As part of investigation batch manufacturing record was reviewed for nw1326 lot t1037. The batch manufacturing record was reviewed for any process deviation, but no deviation was observed. The batch manufacturing record was reviewed for critical manufacturing step - foil sealing process of the product. The in-process quality checks along with package integrity test performed at each stage was found to be satisfactory and meeting the specified requirements. Finished good test records were reviewed for sterility test at the time of release and found to meet the specification requirement. No deviations or abnormalities were reported during testing and monitoring of the incident lot. The above investigation and device history record review shows that there was no issue during processing of the lot. From the above sterility test results, it is concluded that the retain samples were found to be sterile. The condition under which the test was performed was found to meet the aseptic requirements of classified area.